Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "0" button on the pump touchscreen was "hard to press." Customer¿s blood glucose was 153 mg/dl. The customer declined to provide further information to tandem technical support, and declined troubleshooting assistance. Therefore, no additional information could be obtained.